Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, the screw head broke off while trying to affix the plate to the coronoid (ulna). Another screw was used at a different angle in the same screw hole. No patient complications were reported.

Manufacturer narrative:
The device was returned for evaluation. Visual examination confirms the screw has fractured. Only the head of the screw with 3mm of the shaft was returned. The fractured portion of the shaft was not returned. The star driving feature, thread, and shaft are twisted and/or deformed.